Event description:
It was reported that the purewick urine collection system was not suctioning. It was mentioned during further conversation with representative that the patient was inserting the purewick female external catheter into vagina. The representative advised patient that the wick should not be inserted. The patient believed that was what the problem was. The patient had been using this product for less than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick urine collection system was not suctioning. It was mentioned during further conversation with representative that the patient was inserting the purewick female external catheter into vagina. The representative advised patient that the wick should not be inserted. The patient believed that was what the problem was. The patient had been using this product for less than 90 days.

Manufacturer narrative:
The reported issue was confirmed as use related issue as the user inserting the purewick female external catheter into vagina. The root cause of this failure is "user unaware of correct use of device, places device incorrectly". It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. A DHR review was not required because the investigation was confirmed - use related. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. DHR review was not required because the investigation was confirmed - use related. The instructions for use were found adequate and state the following: "perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned". Note: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement. Under warnings it states "never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.